Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional tests included use testing. A battery was inserted into the pump and the pump was powered on. The pump displayed an error code alarm message. It was determined that the error code issue was caused by customer damage. The pump software applications were reinstalled and the issue was resolved. Based on the evidence, the complaint was confirmed. The root cause was attributed to corrupted software applications.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited two error codes. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
From additional information provided by reporter; no patient was involved with this event.